Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was [eol]. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared [eol] earlier than previously estimated.

Event description:
Boston scientific received information that during a routine follow-up, this pacemaker was found to be at elective replacement time (ert) on (B)(6) 2012. Recently on (B)(6) 2012, the device displayed that the battery status had 2.5 years remaining. Subsequently, the patient was immediately hospitalized due to no intrinsic pulse during there follow up visit. An immediate revision procedure was performed on (B)(6) 2012 and the device was explanted and replaced. Premature battery depletion was suspected. It was noted that during the revision, lead integrity test were performed and all measurements were found to be within normal range. At this time, no additional adverse patient effects were reported. The device will be returned for analysis.